Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced unregulated flow. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown we have had a strange occurrence reported to us from our clinic regarding several infliximab doses not fully infusing over the set time (2 hours), so we are investigating. We¿ve verified that the pharmacy process seems to be correct, and that the doses are all total volumes of 250 ml. The pumps are being programmed to administer the 250 ml at a rate of 125 ml/hr, but the bags aren¿t emptying at the 2-hour mark ¿ they are reportedly lasting closer to 2 hours and 20 minutes or longer. We have recently changed from using ns bags and are currently using fresenius bags. These new bags are dehp-free and a little heavier than the ICU medical bags we used to use.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that several infliximab doses are not fully infusing over the set time, that they are lasting closer to 2 hours and 20 minutes or longer, instead of the intended 2 hours. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced unregulated flow. The following information was provided by the initial reporter: material no: 2420-0007. Batch no: unknown. We have had a strange occurrence reported to us from our clinic regarding several infliximab doses not fully infusing over the set time (2 hours), so we are investigating. We¿ve verified that the pharmacy process seems to be correct, and that the doses are all total volumes of 250 ml. The pumps are being programmed to administer the 250 ml at a rate of 125 ml/hr, but the bags aren¿t emptying at the 2-hour mark ¿ they are reportedly lasting closer to 2 hours and 20 minutes or longer. We have recently changed from using ns bags and are currently using fresenius bags. These new bags are dehp-free and a little heavier than the ICU medical bags we used to use.